Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level was 560 mg/dl. Current blood glucose level was 187mg/dl and other blood glucose level were 231 mg/dl and 324 mg/dl. Customer treated high blood glucose with manual injection. Customer was using insulin pump within 48 hours of high blood glucose event. Customer was assisted with troubleshooting. Customer was not using insulin pump on auto mode. The insulin pump will not be returned for analysis.